Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place taking place in september 2015 (case# FDA-2014-n-0736-2015, awareness date 24-oct-2014). It refers to a female consumer of unspecified age in united states who had essure inserted on (B)(6) 2014. She noticed right away that she began bleeding heavily. In (B)(6) 2015, she started having migraines with stroke like symptoms. She was in the ER (emergency room) at least 4 times (once being taken in an ambulance due to not being able to tell her name and being paralyzed on half body which accorded quite often) from (B)(6). She was sent to see a neurologist who ran a bunch of test. All her testing was normal. Only thing she could think of was the coils were doing that. She was fine until she got them. She went to the doctor that implanted the coils and she said she did not see how coils in her tubes could cause an issue with her head but agreed to take them out by cutting her tubes out. Her removal date was (B)(6) 2015. She was put on medicine that made her stopped breast-feeding her youngest child who was only 5 months at the time. She experienced horrible pains on right side. During surgery her doc said the coil in right tube fell out when she touched it. She has a piece that was embedded in uterus. According to the doctor there was nothing wrong with having a piece of metal in uterus. Since removal she has not have anymore migraines with stroke like symptoms. Her bleeding has stopped and she only has 1 period a month versus bleeding every day of the month. She bled from time she was implanted until (B)(6) 2015. The product technical complaint investigation results which ptc number is (B)(4) was received on 17-nov-2015. Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Correction on 23-nov-2015 following company internal coding review: the event migraines with stroke like symptoms was recoded to meddra llt complicated migraine. Company causality comment: this spontaneous and non-medically confirmed case report (received via regulatory authority) refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and right away began bleeding heavily. A few months later, she had migraines with stroke like symptoms. During surgery to remove the devices, it was found that a piece of device was embedded in her uterus. After surgery she recovered from bleeding and migraines. These events, interpreted as genital bleeding, complicated migraine and device embedment respectively, are serious due to medical importance and listed in the reference safety information for essure, except migraines which is unlisted. Considering genital bleeding may occur during essure use and the recovery after device removal (positive dechallenge), causality between bleeding and essure use cannot be excluded. Essure micro-insert may dislocate and embed at uterine wall. Although in this case, the exact date and mechanism of this embedment has not been informed, considering its nature, causal relationship with suspect insert is assessed as related. As migraines has a strong genetic predisposition and could be triggered for factors like diet, exercises and hormonal changes and considering that essure acts locally in fallopian tubes, causality with essure use is very unlikely. Since an intervention was required, this case is regarded as incident. Based on available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No further follow up will be actively pursued, since this case was identified during health authority website monitoring.